Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information. A completed questionnaire was received. (B)(4).

Event description:
A technician reported a patient experienced sandy feeling irritation 1 day following lasik surgery. The patient was diagnosed with corneal haze, and trace temporal abrasions. Steroid dosage was increased to treat the event. Additional information was requested. In the doctor's opinion the device did not cause or contribute to the event. There are tow medical device reports associated with this event. This report is for the left eye.